Manufacturer narrative:
A field service engineering (fse) conducted a site visit to address reported event. The fse confirmed the complaint by reviewing the error printout. The fse was unable to reproduce the error; however, he could hear the wash syringe assembly grinding when priming wash. Since the syringe assembly was still functioning most of the time, the fse assumed that the issue would be resolved by cleaning and lubricating the syringe assembly spindle and guide rods. The grinding noise was still heard from the syringe assembly so the fse manually removed the syringe and felt resistance. The fse removed the assembly completely off the instrument and disconnected the syringe motor and the motor movement felt smooth. The fse performed a more aggressive cleaning and lubrication and once the assembly was put back together, the fse was able to move the syringe more smoothly and with much less resistance. The grinding noise was still heard from the syringe assembly so the fse replaced the wash syringe assembly to resolve the issue. The instrument was validated by performing quality control (qc) and result was within acceptable range. The aia-360 analyzer is functioning as expected. A 13-month complaint and service history review for serial number: (B)(4) from the date of 06may2021 through aware date 06jun2022 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under chapter 7- list of error messages states the following: [4044] error message: wash sy. Home not found. Description: the bf syringe motor home position cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the wash syringe assembly.

Event description:
Customer reported an error 4044, wash sy. Home not found on the aia-360 analyzer. Customer indicated that this is an intermittent error and the error has appeared twice during the day. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for for prolactin (prl) analyte. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The most probable cause of the reported event was due to failure of the wash syringe assembly.